Event description:
During product evaluation failure code 814:01 was found in the event history on channels a, b, and c. It is unknown when this failure code occurred or if there was any patient injury or medical intervention necessary.